Event description:
It was reported that the measured value of o2 supply pressure was lower than set on the ventilator. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the measured value of o2 supply pressure was lower than set on the ventilator. According to information from our field service engineer, while performing a routine inspection on the ventilator, the hospital technician discovered that the oxygen pressure monitored on the unit was wrong. The actual oxygen pressure was 0.4 mpa, while the monitored pressure was 0.22 mpa. There was no patient harm reported. There is no further information on whether any parts were replaced. The only information is that the hospital engineer repaired the device and that no part will be returned for investigation. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).